Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Report submitted by csi rep- incident report: sterile drape ripped during hysterectomy case and when it was removed, the ally arm was covered in patient blood and fluid. Cleaned off as much as possible with alcohol, but need to be sterilized before use on another patient". (B)(4). 1216677-2020-00203 ally ups au-ups (B)(4).

Manufacturer narrative:
Investigation: review DHR; inspect returned samples. Distribution history: this complaint unit was manufactured at csi on 09/17/2015 under wo # (B)(4) and last shipped on 6/12/2018. Manufacturing record review: DHR (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was in for unrelated service repairs. The last return in 7/23/2020 under log 94622 found the goose neck required a minor adjustment on the tension in the flaccid state. It was also noted to have been damaged and repaired. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. This unit functioned free of defects displaying no malfunctions. Exposure to fluids is the result of the drape being compromised either by end user handling or had been damaged when prepped and not noticed till later. The drape is a disposable product and discarded by the customer. Corrective actions a request for additional detail on the complaint was made, but no response was provided by the customer as of 9/9/2020. As this unit was noted to have been exposed to bodily fluids the links were removed and cleaned to remove any potential residue. Once cleaned the unit was fully assembled with a new cable, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No.

Event description:
Report stated: "incident report: sterile drape ripped during hysterectomy case and when it was removed, the ally arm was covered in patient blood and fluid. Cleaned off as much as possible with alcohol, but need to be sterilized before use on another patient". Au-ups ally ups (B)(4).